Event description:
It was reported that during a procedure for precise surgical cutting, the fiber did not present energy output, which prolonged the operation time and could seriously affected patient safety. The patient and procedure outcome are unknown.

Event description:
It was initially reported that during a procedure for precise surgical cutting, the fiber did not present energy output, which prolonged the operation time and could seriously affected patient safety. However, additional information received via good faith effort response clarified that the event occurred when preparing for the procedure. The procedure was delayed, which affected the efficiency of the procedure. The procedure was completed using another of the same device without patient complications. The patient condition following procedure was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The reported device performance allegation could not be confirmed due to lack of evidence. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported prolonged surgery allegation is a known risk associated with these devices as indicated in the IFU. A risk review was completed and confirmed that the event of fiber - failure to operate was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria based on the further clarification received on the event and patient outcome. Based on the information provided and analysis results, an investigation conclusion code of known inherent risk of device was assigned to this investigation based on known risk associated with prolonged surgery. However, the cause that contributed to the reported device performance allegation could not be established.